Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not verify the occurrence of the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and awaiting is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution was too hot during the fill cycles of peritoneal dialysis therapy on the homechoice device. The technical service representative advised the patient to use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.